Event description:
It was reported that the customer's insulin pump had a motor lose cap and alarmed. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed during prime test and basic occlusion test due to loose and protruded drive support disk. During visual inspection insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.